Event description:
Consumer called to report their meter is not accurate according to a lab comparison. Analysis run on clark error grid using lab reading (56) as reference point vs. Bd readings (86) yielded data points in the d range of the grid, outside acceptable limits.